Event description:
The sales rep reported that the customers expressew iii needle, the tip broke off in the patient during the procedure, and was not retrieved. There were no x-rays done. The sale rep and the nurse do not know the size of the piece left in the patient. The surgeon completed the procedure with another like device, its reported that there was no delay and no patient consequences. The following additional information was received from our sales rep via phone on (B)(6) 2015; it was a tiny piece of the needle that broke off in the patient. The complaint device needle had not been reprocessed. The patient has had x-rays in the doctor's office and is reported to be fine.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 640 ¿ 5 packs of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no corrective action is required and no further action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that the customers expressew iii needle, the tip broke off in the patient during the procedure, and was not retrieved. There were no x-rays done. The sale rep and the nurse do not know the size of the piece left in the patient. The surgeon completed the procedure with another like device, its reported that there was no delay and no patient consequences. The following additional information was received from our sales rep via phone on 6-10-15; it was a tiny piece of the needle that broke off in the patient. The complaint device needle had not been reprocessed. The patient has had x-rays in the doctor's office and is reported to be fine.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.